Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue. Additionally, not related to the reportable issue, the device's rear enclosure and dc connector were found to be physically damaged. No components were replaced. The device was scrapped.